Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a beep anomaly. Customer reported that insulin pump continued to beep for no reason and no alarms. At the time of call, customer reported that beep occurred three times within two hours. Customer reported to have had the same issue with previous insulin pump and inquired on the reason why. Customer's blood glucose was 126 mg/dl. Customer was advised to program pump to vibrate and monitor insulin pump.